Manufacturer narrative:
H10: manufacturing review: this is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one powerport ti isp with a detached suture plug was returned for evaluation. Gross visual and microscopic visual evaluations were performed. Sample appeared to have residue on the detached suture plug. No remarkable defects were noted on the port body or the port stem. The investigation is confirmed for the reported detachment issue and the identified loss or failure to bond, as the suture plug were returned detached. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2022). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port device implant procedure, the plastic insert at the suture site allegedly fell out. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2022) .

Event description:
It was reported that during a port device implant procedure, the plastic insert at the suture site allegedly fell out. The procedure was completed using another device. There was no reported patient injury.